Event description:
A competitor reported that during implant attempt, there were chronic high impedance measurements on the atrial lead, despite multiple repositionings. The lead was not used and another lead was successfully implanted. No patient

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.